Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg replacement procedure and there were no reported complications postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.